Event description:
Linked to breast implant complications. Autoimmune disease, chest pain, chills, chronic pain, depression, hair loss, headaches, rash, hormonal concerns, neurological disturbances, problems sleeping, sensitivity to light and sun, unexplained fatigue. FDA safety report ID# (B)(4).